Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral and IV antibiotics (specific date and duration not reported). The patient was also hospitalized (duration and date not reported) for the administration of the IV antibiotics. This report is submitted on december 29, 2023.

Manufacturer narrative:
This report is submitted on nov 16, 2023.

Event description:
Per the clinic, the patient experienced a wound healing issue. The device was explanted on (B)(6) 2023. The patient was re-implanted 4 months post the explant.